Event description:
A malfunction, specifically malfunction code 12, was reported by the customer. There was no reported adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer performed a reset on their own while waiting for technical support, and technical support instructed the customer to return the problematic pump using a pre-paid label within 10 days. The customer agreed to use multiple daily injections (mdi) as a backup therapy in the meantime. A replacement pump was confirmed for shipment.